Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet pump experienced hypoglycemia with a blood glucose of 59 mg/dl while on antibiotics for bronchitis, without preceding physical activity or announced meal/correction doses, during the first week of pump use while algorithms were still adjusting. Symptoms included low blood glucose. Outcomes included recovery after self-treatment with fast-acting oral carbohydrates. Investigation included troubleshooting and education. Investigation of this case revealed no clear device malfunction and an undetermined cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.